Manufacturer narrative:
Additional initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set broke off in the IV extension tubing causing blood to flow. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.